Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broken') and metastasis ('cancer inches away to other parts') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), seizure ("seizures") and abdominal pain upper ("stomach pain") and was found to have metastasis (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, metastasis and abdominal pain upper outcome was unknown and the back pain, seizure and weight increased had resolved. The reporter considered abdominal pain upper, back pain, device breakage, metastasis, seizure and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, device breakage, metastasis, abdominal pain upper, seizure and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broken') and metastasis ('cancer inches away to other parts') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), seizure ("seizures") and abdominal pain upper ("stomach pain") and was found to have metastasis (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, metastasis and abdominal pain upper outcome was unknown and the back pain, seizure and weight increased had resolved. The reporter considered abdominal pain upper, back pain, device breakage, metastasis, seizure and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, device breakage, metastasis , abdominal pain upper , seizure and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.